Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should additional follow-up information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended either device replacement or reevaluation of device data within 3 months' time. At this time, the physician has decided to closely monitor the patient, and there are no current plans to surgically intervene. No adverse patient effects were reported.

Event description:
It was reported, that this implantable cardioverter defibrillator (ICD). Recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. And a boston scientific technical services (ts) consultant recommended either device replacement or reevaluation of device data within (B)(6) months' time. Subsequently, this device was later explanted and replaced. No additional adverse patient effects were reported. The device will not be returned for analysis.

Manufacturer narrative:
This device is not being returned. Therefore, technical analysis cannot be conducted. Without a returned device, it is not possible to definitively confirm, how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued. Please note: patient code 3191, was applied to capture the reportable event of surgery.